Event description:
Complainant alleged that during the incoming inspection of the device, a "discharge fault" message was observed during a series of discharges into a simulator. The complainant indicated that there was no patient involvement in the reported malfunction.